Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of the freestyle libre 2 sensor application and was unable to obtain sensor scans. As a result, the customer experienced symptoms of lightheadedness and a loss of consciousness was unable to self-treat. The customer went to the hospital where an unknown laboratory results and provided medical treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of the freestyle libre 2 sensor application and was unable to obtain sensor scans. As a result, the customer experienced symptoms of lightheadedness and a loss of consciousness was unable to self-treat. The customer went to the hospital where an unknown laboratory results and provided medical treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.